Event description:
This device was implanted on (B)(6) 2005 and remains implanted at this time. It was noted on (B)(6) 2012 that patient felt shortness of breath due to device stimulation. Each minute as device stimulation cycles was on it caused the patient to suddenly catch her breath. The physician was unknown. The healthcare facility was at (B)(6) hospital in (B)(6) . No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).